Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the pump does not hold a charge. A review of the device alarm history log showed several n56 replace battery and n252 depleted battery alarms. Testing and investigation found that the device gave a replace battery alarm upon power up and the battery icon showed empty during self-test. The device was again powered up on ac and ¿change battery¿ soft key was pressed and the device passed self-test and all pvt tests on dc. A new battery was installed and the change battery soft key was pressed. The device then passed testing. The complaint was confirmed with a probable cause of a combination of a depleted battery and change battery option not pressed and is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.